Manufacturer narrative:
Additional information provided in block b5. Corrections to block h6. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial/batch: 227878. Device analysis performed on the returned ipg revealed that the case was swollen due to an enlarged battery and communication could not be established with a known working rc or cp. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A product labeling review was performed which determined that electrocautery may turn stimulation off or may cause permanent damage to the device, particularly if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that was performed on the patient is likely the cause of the reported event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implant procedure; high impedances were discovered and stimulation was not providing adequate relief. After the procedure, the physician assessed that the competitors lead or the boston scientific adapter might be the cause of the high impedance readings and therefore, the patient underwent a revision procedure to have them removed and implant boston scientific leads instead. During this revision procedure, there was communication difficulty between the implantable pulse generator (ipg) and the remote control and clinician programmer (cp). Therefore, the physician replaced the ipg intraoperatively. Additionally, it was noted that the replaced ipg felt overheated. The patient is doing well postoperatively. The adapter will not be returned as it was discarded. Additional information was received that confirmed the use of electrocautery during the revision procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implant procedure; high impedances were discovered and stimulation was not providing adequate relief. After the procedure, the physician assessed that the competitors lead or the boston scientific adapter might be the cause of the high impedance readings and therefore, the patient underwent a revision procedure to have them removed and implant boston scientific leads instead. During this revision procedure, there was communication difficulty between the implantable pulse generator (ipg) and the remote control and clinician programmer (cp). Therefore, the physician replaced the ipg intraoperatively. Additionally, it was noted that the replaced ipg felt overheated. The patient is doing well postoperatively. The adapter will not be returned as it was discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 227878.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implant procedure; high impedances were discovered and stimulation was not providing adequate relief. After the procedure, the physician assessed that the competitors lead or the boston scientific adapter might be the cause of the high impedance readings and therefore, the patient underwent a revision procedure to have them removed and implant boston scientific leads instead. During this revision procedure, there was communication difficulty between the implantable pulse generator (ipg) and the remote control and clinician programmer (cp). Therefore, the physician replaced the ipg intraoperatively. Additionally, it was noted that the replaced ipg felt overheated. The patient is doing well postoperatively. The adapter will not be returned as it was discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6) batch: 227878. Device analysis performed on the returned ipg revealed that the case was swollen due to an enlarged battery and communication could not be established with a known working rc or cp. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A product labeling review was performed which determined that electrocautery may turn stimulation off or may cause permanent damage to the device, particularly if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that may have been performed on the patient is likely the cause of the reported event.